Manufacturer narrative:
Approximate age of device - 1 year and 8 months. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event. Placeholder

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient continued with a chronic driveline infection and was admitted for incision and drainage. The patient was treated with oral antibiotics(amoxicillin) for (B)(6) and the infection reportedly resolved.